Event description:
It was reported that since device replacement about six months earlier, there was varying lv (left ventricular) impedance and questionable lv capture. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1058t competitor implantable pacing lead, (B)(6) 2008; 5076-45 implantable pacing lead, (B)(6) 2005. (B)(4).